Event description:
Per complaint (B)(4), a patient experienced pain and inflammation one month after placement of their dental implant. The event was observed during an in-clinic visit. The implant had to be removed.

Manufacturer narrative:
Follow-up report submitted to report device evaluation and update evaluation codes.